Event description:
Event description guidant received information that, 45.5 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted. There was expressed concern regarding this device's battery longevity.